Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed qa inspection. Visual examination was conducted on the incomplete returned sample and observed that the balloon had burst. However there was no any other abnormalities or design irregularities observed on the returned sample. Based on the information updated, the balloon was tested prior to use shows that the balloon was intact. However, it was also mentioned that the balloon was inflated using 15ml of serum provided by the kit. According to this product catalogue, there is no syringe was provided suggested that the 15ml of serum used was from other sources. The capacity of the individual balloon is indicated on the funnel of the catheter which is 10ml and not 15ml. Over inflation may lead to burst balloon. Close examination under high magnification lens (50x magnification) revealed multiple scratch marks on the balloon sleeve near the tear edges. It appears quite likely that the scratches had initiated the tear. This appearance is likely due to the balloon other remarks: sleeve had come in contact with sharp object during handling or in contact with pointed surface like bladder stone or encrustation that detrimental to the balloon. In our current standard operating procedure, the products are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. Catheter with defective balloon will be culled out during this process. Based on the investigation conducted, burst balloon would likely occur due to contact with sharp object. Therefore, this complaint could not be confirmed.

Event description:
During the insertion of the catheter the balloon was pierced or burst. The balloon was tested before use with 15 ml of solution provided in the kit. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
During the insertion of the catheter the balloon was pierced or burst. The balloon was tested before use with 15 ml of solution provided in the kit. The patient's condition was reported as fine.